Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a diagnosis, planned treatment, emergency treatment, and completed as planned. A philips field service engineer (fse) inspected the system onsite and confirmed that the failed flexvision pc. The fse replaced the flexvision pc and reinstalled software to the hard drive. After replacement of the flexvision pc and installation of the software the system was returned to use in good working order.

Event description:
It has been reported to philips that the allura system live display is cutting in and out. The device was in clinical use. No patient harm reported. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc. The system was returned to use in good working order.